Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as it they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had an infection in the epidural space. The physician believed that the infection was not device related and the cause of infection was unknown. The physician also did not suspect anything from the recent procedure that would have contributed to the infection. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected.